Manufacturer narrative:
The physician stated that the diffuse bleeding was most probably related to plavix therapy the patient was given for the five days prior to the procedure. Conclusion: for anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The stent delivery wire was advanced to the left anterior cerebral artery (aca) a1 segment. The stent was successfully placed across the neck of the left supraclinoid internal carotid artery (ica) aneurysm. Follow-up angiography revealed contrast extravasation in the area of the left a1 aca; this was reported as being likely due to the vessel perforation by the stent delivery wire. The patient suffered a subarachnoid hemorrhage (sah) complicated by diffuse bleeding with subsequent cerebral edema. Transmural micro catheterization of the ruptured vessel was used to obtain temporary hemostasis. A right frontal ventriculostomy and a left decompressive hemicraniotomy were performed to reduce the intracranial pressure. Coil embolization of the left a1 aca was performed to control bleeding. Final angiography did not show any extravasation. However, post procedure the patient's clinical condition declined. The patient remained intubated and was transferred to the intensive care, where she is currently in critical condition.